Event description:
Information was received stating no patient involvment.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device then underwent delivery accuracy tests, confirming the reported customer complaint. The problem source was determined to be debris in the expulsor area as a result of production.

Manufacturer narrative:
Device evaluation device received in good physical condition. No evidence of reported problem in event log. Accuracy test performed to duplicate the reported problems. Reported problem was duplicated/replicated. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 was under infusing. No adverse patient effects were reported.